Event description:
Had instinct implanted in 2017. Started having problems with severe hip, leg, sciatica pain, and could not walk. Had cortisone shot in hip did not work. Dr said sciatic nerve. Went to emergency room visit, had to crawl to bathroom. Scheduled appt for cortisone shot in the back, they thought it was my sacroiliac, tried for an hour, could not find right spot. Left in wheel chair once again. Have tried changing programs and settings on interstim to no avail, finally shut it off. Have found relief, some hip pain remains and upper thigh pain, and knee. Have scheduled consult for removal of interstim.